Event description:
The customer reported that the unit shut down and alarmed, and then powered back up while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was unable to duplicate the customer reported problem. The service technician confirmed a diagnostic code in the ventilator log history that indicated a 24/12 volt power failure occurrence. The service technician replaced the power supply as a precaution to correct the findings. Extended self testing (est) and performance verification testing was completed and all tests passed per operating specifications.